Event description:
The company was made aware on (B)(6) 2020 that a patient had a pocket infection. The product was explanted on (B)(6) 2020. The physician performed a wash out and prescribed antibiotics.